Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm power error detected. Customer's blood glucose at time of incident was 3.7mmol/l. The customer is advised the internal power source in the pump is unable to charge. The customer insulin pump is operating on the (B)(6) battery only. The customer advised that the notification light immediately stop flashing. Customer was advised the pump will need to be replaced and recommended to revert to backup plan.

Manufacturer narrative:
The pump was returned for power error and low battery alarms. The power management graph showed and the detailed trace analysis confirmed the pump alarmed low battery, then the alarm 25 was triggered when the backup battery unloaded voltage was less than 3.7 volts for consecutive 240 minutes. The detail trace confirmed that the root cause is the non-sleep anomaly software error. No unexpected replace battery now alarm was noted during testing. The pump had minor scratches on the display window, a scratched case and a pillowing keypad overlay.